Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
On (B)(6) 2015 information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000 mcg/ml at a dose of 1200mcg/day. On approximately (B)(6) 2015, the patient presented to the hospital with withdrawal symptoms, increased spasticity, and pain. Catheter aspiration was successful; however, the hcp had difficulty injecting dye. On (B)(6) 2015 the pump and catheter were replaced. The issue resolved and the patient's status was reported as alive - no injury.

Manufacturer narrative:
Analysis of the catheter revealed the metal pin was detached from the catheter tip. This was not related to customer handling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.